Event description:
Information received by medtronic indicated that the customer received a power loss alarm. Troubleshooting was performed and successfully cleared the alarm and the customer was able to rewind the pump. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.